Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; g1-2; h2; h3; h4; h6. It is noted for UDI in d4 and h4 have different manufacturing dates. Manufacturing date in h4 reflects the last software revision. Manufacturing date in UDI reflects the devices manufacturing date. A full analysis of the data logs was performed. The logs did not confirm an inaccuracy or the inaccurate position of the pin during registration. The distance between the entry points of the placed electrodes and the planned entry points were analyzed on the post-op CT-bone exams. The average deviation for all electrodes were under the system¿s 2mm specification limit. Marker registration was performed four times, all of which had acceptable results (<1mm). However, it was identified the registration verification was not performed correctly, and the user validated high registration verification errors, which is not advised. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. The rosa one brain application user manual provides information on the methods for registration and warns user that registration error can cause inaccuracies in section 2.4.1 (registration methods). Section 4.6 (registration) details the procedure to perform a registration and verification. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the instrument is not able to be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor attempted marker registration and received an rms higher than usual. After verification, the anatomical markers and one fiducial marker appeared shifted. Marker registration was attempted a 2nd time with similar results. It appeared the front right frame pin had become loose on the patient after the initial airo CT scan. The image showed the pin on the edge of bone. The pin was repositioned, a new airo CT scan was taken, and marker registration was performed a 3rd time. Registration appeared more acceptable and normal. The lead inaccuracy on the left was left by the surgeon. The lead on the right was adjusted due to concern of side effects. A delay of 45 minutes was recorded. The case continued and a post scan of the l gpi was taken showing an error of 1.5mm posterior lateral. A scan of the r gpi was taken showing an error of 1.5mm posterior medial. This right lead was moved creating another 20-minute delay. No negative patient impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.